Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cone tip came off inside the patient's leg. The pieces were retrieved through the original incision with no additional patient effects reported. The procedure was completed with this device. The product is returning.

Manufacturer narrative:
Method - the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).